Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation of the implantable cardioverter defibrillator revealed that the device was oversensing post-paced t-waves. Programming changes were made. The patient was asymptomatic and in stable condition.